Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: the device was not returned for investigation for the reported issue; no visual inspection and functional test were performed. This device however was previously repaired for a complaint regarding a keypad issue where the keypad and lens were replaced. That repair did not indicate any issues with cassette attachment. Likely cause of the issue could be user error or a disposable issue. But based on the fact that no product was returned, the investigation was unable to confirm the reported complaint. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.

Event description:
It was reported that "no disposable" alarms on device. No patient injury was reported.